Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
The customer's mother reported that the customer had high blood glucose. Customer stated went thru a lot of changed settings. Customer's blood glucose was 570 mg/dl and called doctor and treated the high blood glucose with manual injection. Troubleshooting was done. Customer's blood glucose was 278 mg/dl. Customer stated has been treated with the insulin pump. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.